Event description:
It was reported with the use of the bd¿ combined spinal & epidural trays there was an issue with tray containing broken glass.

Manufacturer narrative:
Investigation: a broken glass syringe was found broken in an open, unwrapped, mostly empty tray along with another complaint sample (epidural catheter associated with pr-712382). No glass pieces were found in the provided sample. Based on this observation, the investigation concluded the broken syringe was identified within another tray, was removed, and was placed in the returned tray. It is most likely that the product incurred damage after leaving the facility while in transport. Since the most probable root cause occurred after the kit left the manufacturing facility, the investigation was not able to identify any corrective or preventive actions for this complaint. A device history record review of all applicable manufacturing records for lot 0001254202 did not identify any issues that may have contributed to the reported failure mode.

Manufacturer narrative:
The reported lot # 0001254202 does not match with the reported catalog# so the expiration and manufacture dates are unknown. Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k) #: enforcement discretion. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ combined spinal & epidural trays there was an issue with tray containing broken glass.